Event description:
Caller reported that the pump's quick bolus and wake button were difficult to press or required multiple attempts to activate the pump screen. No information was provided regarding any impact on the customer's blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.